Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals resulting in a false atrial tachy response (atr) episode. A pacemaker mediated tachycardia (pmt) episodes was observed however technical services (ts) noted it was a false pmt due to early atrial sense. Ts recommended programming optimization to the health care professional (hcp). This pacemaker remains in service. No adverse patient effects were reported.